Event description:
The customer observed smoke from an electrical connection cable that was visibly burned on a cell-dyn emerald instrument. There was no harm to the user or impact to patient management.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available information was included. Additional details are not available.

Manufacturer narrative:
The field service representative (fsr) found 70w switching power supply (8701689601) serial number (B)(6) connector to the cpu melted at both power supply and analyzer. The analyzer is down, and parts have been ordered. A review of all tickets associated with the 09h39-01 cell-dyn emerald analyzer, and a review for complaint trends for the list numbers were performed. The review did not identify any trends and the complaint activity was normal for the product. Additionally, labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the cell-dyn emerald, sn (B)(6).